Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via contralateral approach. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right common iliac artery (cia). A 9.0 x 20 75cm mustang¿ balloon catheter was advanced to dilate the lesion and inflated times for 30 seconds at 10, 20, and 20 atmospheres. When the physician tried to pull the device to the sheath, it could not be pulled. Eventually, the device was removed together with the sheath. The procedure was resumed and was successfully completed with a non-bsc device. No patient complications were reported.